Event description:
Orig. Surg. Unk. Revision performed allegedly when stem subsided about 1 cm. Surgeon plans to make up for the length with a long neck. Per sales rep, this was a normal revision when extra length was needed due to subsidence. No other info is available.